Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box shows dates from (B)(6) 2014. Pump was used after the original complaint date (B)(6) 2013 and all histories and black box data for event have been overwritten. No alarms related to the complaint noted in the current alarm history. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to complete a 10u audio bolus due to detached audio bolus button cover. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was hospitalized with a high blood glucose (bg) of 400mg/dl with moderate ketones due to not correcting bolus that was not delivered. The patient was treated in the emergency room and on intravenous insulin. Troubleshooting with customer support (cs) indicated that the patient had two boluses last night that were delivered by the meter and cancelled by the pump. The reporter stated that the patient may have accidentally cancelled the boluses as she was trying to adjust the light on the pump at the time of the bolus. The two boluses were not redelivered. Troubleshooting also indicated that cannula was found to be bent (captured is separate product issue). Cs reviewed with the reporter and the patient the locked feature, and not to hit buttons during bolus delivery and how to review the bolus history. This report is being made due to the patient's alleged hyperglycemic event that resulted from the patient accidentally cancelling two programmed boluses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient accidentally cancelling two programmed boluses and not redelivering the boluses).